Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6)2013, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid 20mg/ml at 3.997mg/day and bupivacaine 25mg/ml at 4.996mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient passed away on (B)(6) 2014 due to a severe infection at the pain pump catheter tip site. It was noted the infection went completely unnoticed for too long until it was too late. The reporter was told a manufacturing representative would be sent to the hospital immediately. It took over 2 weeks before a manufacturing representative showed up. The patient then died two days later. Additional information was received from the healthcare provider's (hcp) office. It was reported the patient had been hospitalized in (B)(6) as he had been visiting his son. The patient was initially hospitalized because he had gone through a glass door. It was unknown what hospital the patient had been in or who was caring for him. The ER doctor believed the death and infection at the site (unknown location) to be related to the device. It was noted the patient also had a personal therapy manager (ptm) and could get an additional 0.397mg through boluses in a day. The lot number was not provided. It was unknown if an autopsy or toxicology report was performed. It was unknown what oral medications the patient was taking at the time of the event. The patient's medical history was also unknown. It was noted the hcp's office notified the manufacturing representative at the time of the patient's death. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.